Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: patient age is not available. H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Code c21 - the device was returned to w. L. Gore and it is under engineering evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with an 8mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat left iliac artery occlusion. The vsx device was selected according to the diameter of vessel and was advanced from the right femoral artery via a guidewire. After vsx device was advanced to target lesion, angiography was prepared to deploy the device. When the deployment line was pulled halfway, it was broken. There was no resistance experienced during the deployment process. It was found that the vsx device was still completely constrained under dsa, therefore, it was withdrawn and removed through the sheath. The deployment line was broken at the position where the vsx device has not yet been expanded. Another device was used. Patient tolerated the procedure and did not experience any adverse consequences.

Manufacturer narrative:
H6: code d14 - the primary reported device failure mode, related to a broken deployment line, was confirmed through evaluation of the returned device. Evaluation of the returned device indicates initiated deployment of the outer zipper, no deployment of the inner zipper, no expansion of the endoprosthesis, a deployment line break within the catheter shaft, and a kinked distal shaft. The distal shaft kink is consistent with a device interaction during withdrawal from the patient. Engineering evaluation confirmed deployment continuation with traction applied to the deployment line at the endoprosthesis during the evaluation, and this indicates the zipper itself was not stuck. The cause for the broken deployment line could not be established with the available information.